Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the 1 dot and 2 dot pin collet of the quick coupling device made grinding noise with all size pins. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was not available and so the same device was used to complete the surgery. There was no human patient involvement as the device was use for veterinary purposes. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was making a grinding noise when using the settings 0.6 mm - 1.2 mm (1 dot) and 1.2 mm - 2.0 mm (2 dot). A visual and functional assessment was performed on the device which found that the unit failed the self-holding and smooth running checks, clamping range and untrue running checks and the gripping power and function check. During repair, it was observed that the bearings and the internal components were corroded (improper cleaning). It was further determined that the clamps were worn and the stop ring was worn and corroded (normal wear). It was determined that the issues were consistent with normal wear and improper cleaning. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use over time and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.